Event description:
It was reported that during an illeam pouch creation procedure, the device fired an incomplete staple line. The last 1/4 of the line did not staple, but cut. The procedure was completed with a like device. There was no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 7/14/2008 info anticipated, but unavailable at this time.